Manufacturer narrative:
Analysis of the catheter (lot #0208351756) found the catheter pin collet was detached and/or missing. As received, one of the collets was present, while the other collet was missing. Due to the allegations in the event information, it was decided to remove a collet from a known good pin connector body and attach it to the returned with the missing collet. When this was done, it showed that the collet was correctly in position. This showed that the pin connector and its collets performed normally. Also the returned pin connector body was compared with a known good pin connector and no anomaly was seen. The collet may have likely fall off during contact with the pin connector at implant.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the collet of one side of the catheter connector was not ¿stuck¿ to the catheter connector. The collet was ¿falling down¿ when the catheter was lifted out of the package. A different product was used to complete the case, so the catheter was never implanted. If additional information is received, a follow-up report will be sent.